Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads, upn m365sc2352500, model sc-2352-50, (B)(6).

Event description:
It was reported that the patient experienced a loss of stimulation as the remote control would no longer communicate with the spinal cord stimulation (scs) implantable pulse generator (ipg). An impedance check revealed high impedances on the leads. The patient underwent a procedure in which the ipg and leads were explanted, and a new system was implanted. There were no complications during surgery. The explanted devices will not be returned as they were discarded at the hospital. The patient was doing well postoperatively.